Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: dislodged stent. Time of device issue: after unpackaging, during preparation. Adverse events: none. It was reported that after unpacking the promus stent delivery system (sds), it was realized that the stent had dislodged from the balloon. A second 3.0x15 promus sds was used for the procedure. There was no reported patient involvement. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.